Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited oversensing of myopotential and a non-sustained ventricular tachycardia (nsvt) episode was recorded. This lead was explanted and replaced for being tied up around right ventricular (rv) lead shocking lead. No additional adverse patient effects were reported.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited oversensing of myopotential and a non-sustained ventricular tachycardia (nsvt) episode was recorded. This lead exhibited high shock impedances out of range and was explanted and replaced. No additional adverse patient effects were reported.